Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Hardware parts were replaced. The system passed the system checkout and was found to be fully functional. The monitor rfrb 9735795r mtouch 27in s8 svc (lot # 17450915) was returned. The returned monitor was tested on bench test station and was found to be fully functional. Touch was tested periodically over 24 hours and functioned as expected. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device. It was reported outside of a procedure that while installing the s8 the main cart monitor the touch portion would intermittently work. There was no patient involvement.